Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer observed a liquid patch on the display while using a vela ventilator. The vela ventilator display was nonresponsive to touch. The customer was unable to calibrate secondary to the nonresponsive touchscreen. The issue observed was during pre-use setup and immediately taken out of service. The customer reported no patient involvement or allegation of patient harm. At this time, carefusion has not received the suspect device component for evaluation.